Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to infection. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-00281 / 00283). (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. ("Depuy") on june 16, 2012 ("closing date"). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.)